Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented on (B)(6) 2026 with an emergency backup battery (ebb) fault. Patient's system controllers were swapped recently as well in december because they had a previous issue that was suspected to be the ribbon cable in the controller that was causing the problem. So, this device would only have data to look at from the middle of (B)(6) and later. The log files captured ebb faults on (B)(6) 2026. It appeared the ebb was not passing this test. The log also contained a lot of low flow estimates and low flow hazard events. There was a system controller exchange on (B)(6) 2026 as the ebb fault alarm did not stop.